Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review. Physio was able to confirm that the device did display a "lead off" warning message. The intermittent display of the patient's ECG from the 4-lead patient ECG monitoring cable could be indicative of intermittent contact of one or more ECG monitoring electrodes to the patient's skin. Approximately 7 minutes and 45 seconds after the device was turned on, the defibrillation electrodes were connected to the therapy cable and to the patient. There were no device control buttons pressed that would have changed the ECG lead selection from lead ii to the paddles lead after the defibrillation electrodes were connected. (Note: the device is configured to boot up with lead ii in the channel 1 position on the monitor display.) The reported failure of the device to display the patient's ECG from the 4-lead patient ECG cable was likely due to a loss of adequate connection to the patient through the ECG monitoring electrodes. The reported failure of the device to display the patient's ECG from the paddles lead was due to use error. The device user did not change the monitor display settings to select the paddles lead ECG. (B)(4).

Event description:
The customer contacted physio-control to report that their device was used on a pediatric patient and initially the patient was placed on a 4-lead ECG, then switched to pediatric paddles; however ECG was not displayed on either lead. It was also reported that capnography was not displayed. The patient was asystolic, with agonal respirations and it was unclear how long the downtime was prior to care. All connections to the device were checked and there were no issues found with any connections. The device was then powered off and back on, with the same result. The patient, a (B)(6) baby, did not survive the event.

Manufacturer narrative:
The initial medwatch report (approximate age of device) indicates: 2 yr. The initial medwatch report (approximate age of device) should indicate: 18 mos. The initial medwatch report (device manufacture date) indicates: 01/07/2015. The initial medwatch report (device manufacture date) should indicate: 12/07/2015.